Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported that during surgery on (B)(6) 2016, the screw from dall-miles cable cutter fell out of the device and remains inside the patient. This was not noticed by the scrub team / surgeon during surgery. The sales representative reported that sterile services routinely inspect devices during and after reprocessing. Sterile services were reprocessing the instrument on (B)(6), approximately a fortnight after the procedure was carried out, and noticed that the screw was missing from the cable cutter. An x-ray was undertaken to confirm that an additional screw was inside the patient. The surgeon does not plan to remove the screw. The patient has been informed.

Manufacturer narrative:
An event regarding crack/fracture involving an dall-miles cable cutter was reported. The event was confirmed. Device evaluation and results: the device was returned in used condition and fracture with the normal use of the device. Medical records received and evaluation: a review of the provided x-rays by a clinical consultant was deemed insufficient for the creation of a medical dictation. While he is able to confirm foreign body but cannot confirm if the foreign body is a screw, further record such as operative reports needed to create a meaningful dictation. Device history review: device history review indicated the devices accepted into final stock from the reported lot were free from discrepancies complaint history review: there has been no other event for the lot referenced. The device has been returned and evaluated by the mar engineer stating that the device fractured due to the overload condition. The provided medical records were reviewed by a consulting clinician who indicated the confirmation of foreign body but cannot confirm if the foreign body is a screw, so he cannot confirm if the broken device stayed inside the patient. No further investigation for this event is possible at this time. If additional information becomes available, this investigation will be reopened.

Event description:
The customer reported that during surgery on (B)(6) 2016, the screw from dall-miles cable cutter fell out of the device and remains inside the patient. This was not noticed by the scrub team / surgeon during surgery. The sales representative reported that sterile services routinely inspect devices during and after reprocessing. Sterile services were reprocessing the instrument on (B)(6) april, approximately a fortnight after the procedure was carried out, and noticed that the screw was missing from the cable cutter. An x-ray was undertaken to confirm that an additional screw was inside the patient. The surgeon does not plan to remove the screw. The patient has been informed.

Manufacturer narrative:
The device was not returned for evaluation. An event regarding missing component involving an dall-miles cable cutter was reported. The event was not confirmed. Conclusions: the provided medical records were reviewed by a consulting clinician who indicated the confirmation of foreign body but cannot confirm if the foreign body is a screw. Therefore, the event could not be confirmed nor the root cause of the reported event determined as the subject device was not returned. No further investigation for this event is possible at this time. If additional information becomes available, this investigation will be reopened.

Event description:
The customer reported that during surgery on (B)(6) 2016, the screw from dall-miles cable cutter fell out of the device and remains inside the patient. This was not noticed by the scrub team / surgeon during surgery. The sales representative reported that sterile services routinely inspect devices during and after reprocessing. Sterile services were reprocessing the instrument on (B)(6), approximately a fortnight after the procedure was carried out, and noticed that the screw was missing from the cable cutter. An x-ray was undertaken to confirm that an additional screw was inside the patient. The surgeon does not plan to remove the screw. The patient has been informed.